Manufacturer narrative:
Citation: miyasaka m incidence, predictors, and clinical impact of prosthesis¿patient mismatch following transcatheter aortic valve replacement in asian patients jacc cardiovasc interv. 2018 apr 23;11(8):771-780. Doi: 10.1016/j.jcin.2018.01.273. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding incidence, predictors, and clinical impact of prosthesis¿patient mismatch following transcatheter aortic valve replacement in asian patients. All data were collected from multiple centers between october 2013 to july 2016. 67 patients were excluded from the study due to death after tavr before discharge (n= 49), conversion to surgical aortic valve replacement (savr) (n = 5), absence of transcatheter heart valve (thv) as a result of delivery failure or migration of thv (n = 1), and unreliable echocardiographic data as a result of left ventricle obstruction or poor image (n = 12). The remaining 1,546 patients were included in this study (predominantly female; mean age 85 years), of which 76 patients were implanted with 26mm and 63 patients were implanted with 29 mm medtronic corevalve prosthesis respectively. The serial numbers were not provided. Among all patients 49 deaths (patients excluded from the study) occurred due to unknown reasons. Based on the available information, none of the deaths were attributed to medtronic product. Among all patients adverse events included: prosthesis¿patient mismatch, valve migration, delivery failure, moderate aortic regurgitation (ar), moderate tricuspid regurgitation, moderate mitral regurgitation, valve stenosis, high pressure gradient and congestive heart failure (chf). Based on the available information, these adverse events may have been attributed to medtronic product. However as multiple manufacturers were noted in the literature, a direct correlation could not be made between the observed adverse events and the medtronic product. No additional adverse patient effects or product performance problems were reported.